Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
The theatre nurse reported via the representative that when the surgeon was undertaking the surgical procedure, the exeter stem introducer allegedly did not fit the exeter stem correctly. The hole on the stem was allegedly positioned incorrectly relative to the dimple on the stem introducer and because of this the dimple on the introducer allegedly fell short of the receiving hole in the exeter stem, so the 2 pieces did not dovetail.